Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('several, if not hundreds, or thousands women on here have not had proper imaging and been left with fragments and lifelong complications') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('several, if not hundreds, or thousands women on here have not had proper imaging and been left with fragments and lifelong complications') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : device breakage". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.